Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd general purpose luer-lok¿ syringe experienced missing label information. The following information was provided by the initial reporter: caller stated that there was no expiration date.

Event description:
It was reported that the bd general purpose luer-lok¿ syringe experienced missing label information. The following information was provided by the initial reporter: caller stated that there was no expiration date.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.